Event description:
It was reported that during follow up the physician encountered high thresholds at the right ventricle and decided to do a surgical intervention. The physician moved the lead and when she tried to reconnect it to the implantable pulse generator (ipg) it was not possible to pace or sense, so she decided to replace the generator. The leads were connected to the new generator and no problems were found. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Ventricular capture management (vcm) trend shows rv lead threshold variable throughout record including some measurements that were high or out of range.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.